Event description:
Note: this report pertains to one of two devices implanted during the same procedure.it was reported that a pinnacle posterior pelvic floor repair kit (MFR report #3005099803-2013-08197) and a prefyx pre-pubic sling system (MFR report #3005099803-2013-08181) were implanted on (B)(6), 2008.according to the complainant, the patient experienced an unknown injury.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.